Event description:
On (B)(6) 2009, stryker biotech received a report that a female pt who received op-1 implant in (B)(6) 2008 as part of an unspecified procedure experienced a non union. The report stated that the pt had been scheduled for revision surgery, but additional details were not provided. Additional info will be requested.